Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract. There was no report of patient or user impact. The following information was provided by the initial reporter: it was reported by the customer that bd insyte autoguards' needle may fail to retract into the safety sheath.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd insyte¿ autoguard¿ shielded IV catheter the needle would not retract. There was no report of patient or user impact. The following information was provided by the initial reporter: it was reported by the customer that bd insyte autoguards' needle may fail to retract into the safety sheath.